Manufacturer narrative:
Qn#(B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 2024 should be retracted.

Event description:
It was reported "balloon never fully unwrapped". This issue happened prior to use. No patient involvement reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon never fully unwrapped". This issue happened prior to use. No patient involvement reported